Event description:
Per the clinic, the patient experienced tissue breakdown at the implant site.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator 3 months post-op. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.